Event description:
It was reported that suture placement was successful using two proglide devices in the mildly calcified right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. During the aaa procedure the sheath was upsized using a 22f sheath. Reportedly, both renal arteries and the superior mesenteric artery were also stented. After the aaa procedure, during the arteriotomy closure, hemostasis was not achieved. A cut down procedure was performed and hemostasis was surgically achieved. There was a reported significant delay in the procedure. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.the proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.the other perclose proglide device referenced in b5 is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.